Event description:
The patient alleges she found fluid in the cycler after treatment. The fluid was found when she opened the cassette door. The patient could not identify the origin of the leak and had no adverse effects from the treatment. The patient was not prescribed antibiotics and her effluent is still clear. After treatment the cassette was thrown away. No sample available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 1 month. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.